Manufacturer narrative:
Concomitant medical products: dtpb2qq crtd implanted (B)(6) 2021: 459888 lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent capture at high output. On x ray examination, it was observed that the ra lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.